Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly locks down and logs users out during cases. The nature of the procedure was not disclosed. The customer did not disclose any impact or delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number 03101257. A field service engineer evaluated the device's log files and found no records of the system unexpectedly rebooting or locking users out. The field service engineer performed a clean database install as a precaution to possible corrupt database records. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly locks down and logs users out during cases. The nature of the procedure was not disclosed. The customer did not disclose any impact or delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e3, g1, g2, g6, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-jan-2021 to 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the anesthesia system randomly locked down and logged out users. The field service engineer found that the record or table at the local database causing the issue. Backed up the old database to the d drive, installed a blank database and performed a data sync procedure with the server to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly locks down and logs users out during cases. The nature of the procedure was not disclosed. The customer did not disclose any impact or delay to patient care. Patient or user harm was not reported.